Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Concomitant product: 4023-58 lead, implanted: (B)(6) 2000.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance. It was also noted that the right ventricular (rv) lead exhibited noise and a possible fracture. Both leads remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.